Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's entire pacing system was explanted due to infection. The pacing system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to infection. The ipg system was later replaced. No further patient complications have been reported as a result of this event.